Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. The kit lot number was not provided; therefore, a batch record review was not performed. Trends were reviewed for complaint category, pressure dome leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak at the pressure dome after the treatment was successfully completed. The customer was unloading the kit at the time the leak was observed, and the patient had already been disconnected. There was no report of patient harm associated with this event. The customer did not have the kit lot number at the time of the call. The customer did not return the product for investigation.